Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she had a high blood glucose and wants to go over the troubleshooting guide. The customer's blood glucose at the time was 435 mg/dl. The customer's current blood glucose is 97 mg/dl. The customer is treating with the insulin pump. Medical assistance was not required. The customer's high blood glucose began (B)(6)2017. The customer's changed their infusion set on (B)(6)2017. The customer mentioned that she ate some snacks and did not bolus right away. The customer believes that this incident of not blousing when needing too, caused her to have high blood glucose. Nothing is returning.